Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was hot to their touch near the display screen. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 71 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specification. The device was monitor and it did not heat up during our testing. The lcd board was ok. The unit had cracked reservoir tube lip.